Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the meter had stopped communicating with the insulin pump. This had happened twice. It happened when the customer was at school and when they were at home. When the customer was at school she had a blood glucose level of 58 mg/dl. The customer had juice to treat the low blood glucose. The customer's blood glucose increased to 129 mg/dl. The customer took a bolus for lunch. It was also reported that they could not tell when the customer was running with low blood glucose. The customer's blood glucose could drop to 25 mg/dl and no even show it. The device will not return for analysis.